Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device manufacturing date unavailable.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure, with no patient present. It was reported that a system checkout must be done as preventative maintenance found the uninterruptible power supply (ups) was broken. No further information provided.

Manufacturer narrative:
Additional information: UDI, manufacturer date.